Event description:
As reported by the customer: on (B)(6) 015, the subject gastroscope tested positive for presence of blood. The subject gastroscope tested negative after a total of four cleaning sessions were performed. No other endoscopes tested positive and no pt injuries occurred.

Manufacturer narrative:
On 03/13/2015, the subject gastroscope was rec'd at fujifilm medical sys USA, endoscopy division (esd). A visual inspection confirmed foreign matter present at the base of the biopsy inlet port, air/water cylinder, water bottle connection port, air/water nozzle and biopsy channel opening at the distal end. As a cautionary measure, all affected parts and connecting channels will be replaced, followed by return to the customer. Info provided by the customer was limited and inconclusive and further investigation is required. This incident is being reported in an abundance of caution.